Event description:
Healthcare rofessional reported a right side capsular contracture baker grade ii and rupture. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade ii.

Event description:
Healthcare rofessional reported a right side capsular contracture baker grade ii and rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, one opening on the anterior side assessed as surgical damage. Additional observations: crease fold observed on the device. No penetrating nick ( stress marks)

Event description:
Healthcare rofessional reported a right side capsular contracture baker grade ii and rupture. Device has been explanted and replaced.